Event description:
During an incident in 12/02 involving a patient in cardiac arrest, this defibrillator displayed "low battery" after the analyze button was pressed with both batteries even though it passed the self test at power-on. Bls care was continued until the als crew arrived 8 minutes later and the patient was transported to a hospital in their care. At the incident, the power-on-self-test was okay and after the incident the "self check was ok" again. One reporter said "the defib malfunction which compromised pt care".